Event description:
The device was returned for erroneous air-in-line errors. During physical inspection, it was found that there was a lifting downstream occlusion (dso) seal, bad printed wire assembly board and air sensor.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection during analysis. The customer reported complaint was confirmed. The probable root cause is due to the printed wire assembly(pwa) and air detector. It was also found that the downstream occlusion(dso) seal was lifting. The pwa, dso seal, and air detector was replaced.